Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user performed a factory reset and ilet setup with g7 integration, inserted a new insulin cartridge, primed tubing, filled the cannula, and subsequently was able to activate bionic mode after cgm warmup. Later the user reported a high glucose reading after drinking juice, with prior unannounced food intake approximately two hours earlier, and received education on meal announcements and expected gradual correction. Symptoms included hyperglycemia without reported complications. Outcomes included no medical intervention or hospitalization. Investigation included customer interview and device use review. Investigation of this case revealed no device malfunction reported and user education was provided regarding meal timing and announcements. It was concluded that the event was consistent with hyperglycemia of unclear cause, with contributing factors including recent carbohydrate intake without timely announcement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.